Manufacturer narrative:
Retainer = clear. Customer returned the pump for an alleged high bg event, low bg event, and battery failed alarms found on 2/22/2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches however, alarmed pump error 63 during the self test. Successfully downloaded the trace/history files using thus. No unexpected failed batt test (battery failed) alarm noted during testing. A review of the history files reveals on (B)(6) 2021 the battery was removed six (6) times and the pump alarmed battery failed between 21:00 and 21:02. The power management graph and the time interval between the battery removal and the failed batt test (battery failed) alarms within the history files indicate the battery cap was removed and immediately secured (21:00-21:02) without a new battery installed causing the multiple failed batt test (battery failed) alarms. Pump error 63 alarm (variable 3) was also found in the downloaded history file on (B)(6) 2021 at 09:57. Pump error 63 alarm is due to broken trace at pin 1 (vdd) u1 on the keypad assembly. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label stained and faded, and pillowing keypad overlay. Failed batt test (battery failed) alarm is not confirmed. Pump error 63 alarm during the self test is due to broken trace at pin 1 (vdd) u1 on the keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was damaged with a crack on the bottom of the device. Insulin pump had battery failed alarm with different batteries. The customer experienced high an low blood glucose. The device will be returned for analysis.